Event description:
The graft was reportedly used for an extracorporeal circuit as an arterial line to the subclavian artery. Blood continued to leak from the graft during the aortic valve replacement procedure. The exact amount of blood lost was not quantified. During the procedure the graft was attached to a pump-oxygenator. The doctor has not experienced such blood leakage before. The complaint product will be returned and an investigation is required. There was no significant procedural delay and the patient's condition was reported as good with no adverse event.

Manufacturer narrative:
The sample was received in a zip lock style bag without any preservative. Examination of the returned section confirmed the presence of collagen along the surfaces of the returned section. The section was 3cm in length and had an inner diameter of 8mm, which is consistent with the reported device. Both ends of the device were cut very roughly. Additional testing was precluded due to the small size of the returned section. Following our investigation, our conclusion to the most probable root cause can not be determined at this time. Method: the device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. Results: the production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar or other complaints against the batch. (B)(4).